Manufacturer narrative:
(B)(4). Batch #: 459a28. The product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one jj55b reload was received sterile with no apparent damage. During the visual inspection of reload inside of the unopened package was noted that the reload belongs to a tcr55. However, the printed batch on reload was reviewed and it belongs to product code jj55b. The mix observed is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
No safety-lock-out. It was reported that during the installation of two reloads, it was found that there were no safety-lock-out. Checking the other one reloads, still had the same problem. Changed the new one to complete surgery. There was no patient consequence reported. Procedure: gastrectomy.